Event description:
Device was creating straight shots and jamming.

Manufacturer narrative:
The subject was evaluated and was unconfirmed for straight shots. The product did make malformed constructs and this was due to normal wear on a reusable device.